Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component for investigation. The reported complaint was confirmed through the events log and duplicated during functional check. The combination of transducer faults at power-up with the successful calibration of all transducer indicates that the auto-zero solenoids can be slow to respond. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr performed troubleshooting. However, the issue went unresolved. The fsr determined the most likely cause of the issue is the main printed circuit board assembly and ordered replacement parts.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault alarms. The customer reported the issue occurred during pretest and the alarms will not clear. The customer reported there is no patient involvement associated with the event.